Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator failed the battery test due to intermittent battery contact. The customer reported the device was not in use on patient.